Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-oct-2019 with the following findings: the original complaint of a power battery life issue was reported on (B)(6) 2018. Due to the continued use of the pump until (B)(6) 2019, the pump¿s black box and alarm history was overwritten for the time of the complaint. A review of the pump¿s black box contained dates from (B)(6) 2019 to (B)(6) 2019 with no evidence of power loss or battery voltage drop. During investigation, the pump¿s electrical draws were tested and found to be within required specifications. The pump¿s cover was removed and there was no evidence of moisture or component defects founds. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. . This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.